Manufacturer narrative:
H3 updated to yes for device evaluation.

Manufacturer narrative:
In the case description, the user mentioned being unable to use the use sensor option to load a glucose value into the bolus calculator. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files found that the user entered the bolus calculator multiple times on 09feb2026 and 10feb2026. The log files showed instances where pressing of the use sensor button was recorded and the proper response occurred, either entering of the glucose value into the bolus calculator or disabling of the bolus calculator due to the glucose value being lower than the user's minimum glucose for calculation. Instances of the bolus calculator being opened with no recording of a use sensor button press were observed. It cannot be determined if this was due to the option being unavailable or the user not pressing the button intentionally. The patient history buffer data showed cycles of missing sensor values and where the user was in automated mode: limited on 10feb2026. The use sensor option is not available when the system is in automated mode: limited. It could not be conclusively determined if this contributed to the reported event or if there were instances where the option was unavailable that were not recorded in the logs. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.1 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was not able to select the ¿use sensor¿ button, for their bolus calculator. No impact to blood glucose levels were reported.